Event description:
There is skin breakdown on a patients thigh where the end of the stave touches their leg. There is a 2cm wound which is about ready to open up. The patient was transferred from hospital to the transitional care unit wearing a stat knee immobilizer which was described as 24" univ. With blue foam tricot lining. The product will be returned via ups pick up. If it is determined to be a different proudct number, the complaint will be updated. Patient had bone graft surgery for a non-union fracture of the right thigh. Pt had previously broken right hip and had oris surgery. The bone did not heal properly following that surgery, leaving a space or void in the thigh bone. Pt also suffered a stroke many years ago affecting their right side.